Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely through merlin.net transmission with episodes of cardiac pauses. The patient was brought in to the clinic for further investigation. Upon interrogation of the device, it was noted that the implantable cardiac monitor exhibited undersensing causing false pause episodes. Programming changes were recommended but not performed. The patient scheduled a visit to a different clinic and no further information was available.